Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. If the device is received or additional information becomes available a supplemental med watch will be filed.

Event description:
It was reported after completing a successful atrial fibrillation ablation procedure, the physician was continuing on to do a left atrial appendage closure when a cardiac arrest and tamponage occurred. The physician completed the atrial fibrillation ablation using a livewire tc catheter, a brk needle, an agilis nxt transseptal sheath, a reflexion spiral mapping catheter and a cool flex irrigated catheter and then removed all catheters to start the left atrial appendage closure procedure. The physician introduced the agilis nxt introducer along with a boston scientific catheter and the pt experienced a cardiac arrest and a cardiac tamponade was discovered. CPR was administered and a pericardiocentesis was performed to resolve the bleeding. The pt status is currently listed as good.